Event description:
This is 1 of 1 report for complaint #(B)(4).

Event description:
It is reported that on (B)(6) 2013, during a sternal closure for a CABG procedure the surgeon used the application instrument to apply the zipfix tie but the instrument was not advancing the zipfix tie. A back up application instrument was used and was able to advance the tie without issue. There was no delay in surgery reported. No patient injury reported. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A product development evaluation was conducted and the report indicates handling tests were performed with the returned instrument and all implants inserted were slipping through the gripper when an attempt was made to tension the implant. The macro picture analysis showed that the tips of the gripper from the returned instrument were much more rounded compared to the reference instruments from other productions lots. The drawing review showed that the tips of the gripper should have by design a sharp edge. The design risk assessment was reviewed and found to be adequate for the intended use. A manufacturing evaluation was also conducted and the report indicates the device was received with no visible damages or wear. Referring to the pd evaluation, could explain the problems caused referring to the complaint description. The instrument was sent to (B)(4) for a manufacturing evaluation. The DHR review shows that the instrument in question passed the required functional test as per the work instruction. The dimensions of gripper no. (B)(4) were checked referring to the valid drawing. No deviation was found; all dimensions were found to meet the specifications. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.